Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found when the foot pedal is released slowly or quickly, the unit continues to run and then it slowly comes to a stop. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.